Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's atrial lead had dropped into the right ventricle. No strip was obtained so it is unknown if the lead exhibited any electrical anomalies. The lead was explanted. The patient was stable.

Manufacturer narrative:
Correction: b5, b6 should have included details of flouroscopy.

Event description:
It was reported that a patient's atrial lead had dropped into the right ventricle. This was confirmed via flouroscopy. No strip was obtained so it is unknown if the lead exhibited any electrical anomalies. The lead was explanted. The patient was stable.